Event description:
It was reported that there was a lead alert for an atrial lead impedance spike to greater than 3,000 ohms 2 days after a device replacement procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.